Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the caller indicate the patient hasn't used the device in a year or longer. The caller indicated that the patient has had trouble with the ins and they are planning to have it removed. The caller did not have any further details about the issue with the system.